Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /abdominal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included sertraline from (B)(6) 2012 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type : severe bloating"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("stabbing pain/sharp"), bacterial vaginosis ("infection (bladder/urinary tract/ vaginal) type bacterial vaginosis, constant yeast infection"), fungal infection ("infection (bladder/urinary tract/ vaginal) type bacterial vaginosis, constant yeast infection") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder/urinary problems: bladder probs"), urinary incontinence ("bladder or urinary problems or changes incontinence") and tooth loss ("multiple loss of teeth"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced feeling abnormal ("neurological condition or problems type: severe brain fog and short term memory loss") and amnesia ("neurological condition or problems type: severe brain fog and short term memory loss"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2013, the patient experienced night sweats ("hormonal changes describe : night sweats, loss of libido, leaking left breast, breasts tenderness, mood swings"), loss of libido ("hormonal changes describe : night sweats, loss of libido, leaking left breast, breasts tenderness, mood swings"), breast discharge ("hormonal changes describe : night sweats, loss of libido, leaking left breast, breasts tenderness, mood swings"), breast tenderness ("hormonal changes describe : night sweats, loss of libido, leaking left breast, breasts tenderness, mood swings"), mood swings ("hormonal changes describe : night sweats, loss of libido, leaking left breast, breasts tenderness, mood swings") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss -specify which one: weight gain."). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced rash ("rashes or skin condition type: unexplained skin rashes"). On an unknown date, the patient experienced abdominal pain ("pelvic pain /abdominal"), allergy to metals ("nickel allergy"), adenomyosis ("severe adenomyosis"), cervical cyst ("nabothian cyst") and adnexa uteri cyst ("paratubal cysts") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral).). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, allergy to metals, bladder disorder and fatigue had resolved and the urinary incontinence, tooth loss, vaginal haemorrhage, abdominal distension, adenomyosis, cervical cyst, leiomyoma, adnexa uteri cyst, pain, bacterial vaginosis, fungal infection, migraine, feeling abnormal, amnesia, depression, rash, weight increased, night sweats, loss of libido, breast discharge, breast tenderness, mood swings and dysgeusia outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, adnexa uteri cyst, allergy to metals, amnesia, bacterial vaginosis, bladder disorder, breast discharge, breast tenderness, cervical cyst, depression, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, fungal infection, leiomyoma, loss of libido, menorrhagia, migraine, mood swings, night sweats, pain, pelvic pain, rash, tooth loss, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: all symptoms nature of change following removal: decreased and/or resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram on (B)(6) 2010: result: bilateral occlusion. Both tubes were blocked. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : new events added : "dysmenorrhea (cramping), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), allergy: nickel, psych injury, bladder/urinary problems: bladder probs, fatigue.". Outcome of events, "dysmenorrhea (cramping), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), allergy: nickel, bladder/urinary problems: bladder probs, fatigue" were changed to "recovered/resolved". Patient's demographics were added. Patient's information was updated. Product indication updated. Essure removal date was added. Lab data was added. On (B)(6) 2019: pfs received: new events added: "bladder or urinary problems or changes incontinence, multiple loss of teeth, abnormal bleeding (vaginal, menorrhagia), gastrointestinal or digestive system condition type: severe bloating, severe adenomyosis, nabothian cyst, leiomyoma, paratubal cysts, stabbing pain/sharp, infection (bladder/urinary tract/ vaginal) type bacterial vaginosis, constant yeast infection, migraines / headaches, neurological condition or problems - type: severe brain fog and short term memory loss, psychological or psychiatric problems condition: depression, rashes or skin condition type: unexplained skin rashes, vaginal discharge, weight gain / loss -specify which one: weight gain, hormonal changes describe: night sweats, loss of libido, leaking left breast, breasts tenderness, mood swings, metallic taste in mouth". Patient's demographics were added. Patient's information was updated. New reporter contact information was added. Lab data was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.